Event description:
Ous MDR - the lead was dislodged and during the revision, when fixating the lead, it didn't look like it usually does. The "feeling" was that the screw didn't come out as it should. After the revision, the threshold value was high and the impedances were fluctuating; pacing impedance was between 350 - 600 ohm and the shock impedance was between 30 - 70 ohm. The pt did also get an infection and after the second revision, he got a completely new system on other side. The new bio-ICD-lead showed perfect values. The event dates and the implant date were not provided.

Manufacturer narrative:
Ous MDR.